Event description:
Consumer was driving their chair outside in the yard, when the chair allegedly just stopped and threw consumer from the chair. Consumer allegedly landed on a stick that punctured their leg.